Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient experienced a complication of pericardial effusion. Approximately four weeks post im plant, seven hundred milliliters of blood was drained from the patient's pericardial space. It was confirmed on computerized tomography (CT) scan that the right atrial (ra) lead exhibited a perforation. The ra lead remains in use. No further patient complications have been reported as a result of this event.